Event description:
It was reported that the patient had an unknown sling implanted on unknown date. The patient was implanted with an artificial urinary sphincter due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.